Event description:
It was reported that during an adrenalectomy procedure, the device could not pass the self test; error code 5 observed and heard a solid tone. Changed to another device to finish procedure. There was no reported pt consequence.